Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was taken emergency room (ER) with a blood glucose (bg) over 200 mg/dl. The patient was also having abdominal pain. Patient was monitored in the ER for 5-6 hours and was released without any treatment being provided. It was also reported that the patient's personal diabetes manager had a cracked lens cover and was mostly unreadable; it was speculated this may have contributed to the high bg levels and medical event reported.